Manufacturer narrative:
This report is being submitted as follow up no. 2 to update the evaluation section. One 6fr angio-seal evolution along with the device tray was returned for evaluation. The carrier tube/handle assembly was returned mated with the hemostasis sheath and the tamper tube was removed from the device. The tamper tube was cut into two pieces and the tip of the hemostasis sheath was cut as well. The device was in full rear lock position and both the colored bands were visible on the deployment sleeve. Visually inspected inspection revealed no damage or deformation. The button of the device was 'hard' upon receipt. The device was then examined under fluoroscopy and the gear teeth were checked for proper mating and alignment and no anomalies were noted. Functional testing was conducted, the button was pressed and the suture unwound as intended. Angio-seal evolution IFU states:"once hemostasis is achieved, do not intentionally continue to pull beyond the proximal end of the colored compaction marker in order to prevent anchor deformation and/or collagen tearing"."when hemostasis is achieved, push and hold the suture release button, and pull back until the suture is exposed. This will release the remaining suture within the device handle, and remove the compaction tube from the tissue tract." There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely that the reported event was due to the suture not unspooling which in turn occurred due to the button on the handled not being depressed.

Manufacturer narrative:
One 6fr angio-seal evolution along with the plastic header bag ateriotomy locator and the aluminum foil pouch was returned for evaluation. The carrier tube/handle assembly was returned mated with the hemostasis sheath and the tamper tube was slightly exposed. The compressed collagen hung at the tip of suture which hung from the distal tip of the carrier tube. The anchor could not be located and was likely detached from the suture/collagen. The device was in full rear lock position and both the colored bands were visible on the deployment sleeve. Visually inspection revealed that there were no damages or deformations. The button on the device was 'hard' upon receipt. The device was then examined under fluoroscopy and the gear teeth was checked for proper mating and alignment. No anomalies were noted. Functional testing was conducted, the button was pressed and the suture unwound as intended. Angio-seal evolution IFU states: "once hemostasis is achieved, do not intentionally continue to pull beyond the proximal end of the colored compaction marker in order to prevent anchor deformation and/or collagen tearing". "When hemostasis is achieved, push and hold the suture release button, and pull back until the suture is exposed. This will release the remaining suture within the device handle, and remove the compaction tube from the tissue tract." There is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that due to the suture not unspooling which in turn occurred due to user failure to depress the button on the handle caused the reported event. However, the exact cause of the reported event cannot be definitively determined.

Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device failed to deploy properly. There was no adverse event reported.